Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch and grip cables loose but not visibly broken at the wrist. Pitch and grip inputs spin freely without the corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed to find one grip and pitch cable broken near the clamping pulley cable groove. The clamping pulleys exhibited white residue around the cable grooves. An additional observation not reported was a bent bipolar pin. The bottom bipolar pin was bent upwards. Evidence not conclusive but the bent pin is likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported was the main tube appeared to have a stripped epoxy coating layer that resulted in the fiberglass layer underneath the epoxy layer to be exposed. The damage occurred along the entire length of the main tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; stripped epoxy coating, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, an exposed loose cable was identified on the maryland bipolar forceps instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.